Manufacturer narrative:
Due to character restriction block e1 event site name is (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the batteries had deteriorated. The fse replaced the batteries. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during inspection before use the cs300 intra-aortic balloon pump (iabp) alarmed that batteries needed maintenance. The customer restarted the device and charged it, but it still could not be turned on and used after disconnecting the ac power. There was no patient involvement.